Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No evaluation has been performed due to the site not confirming that a medtronic representative may come and perform an evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a spinal fusion, gray images appeared after performing a scan with the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Analysis confirmed reported problem. There were gray horizontal lines throughout 2d image with no visible anatomy. 3d image were showing ring artifacts.